Event description:
It was reported that during an unknown procedure, felt very little resistance when winding the anvil down to compress the tissue, despite winding the red line to the bottom of the window.

Manufacturer narrative:
(B)(4). Only event year known: 2022. Batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please provide device details (product code/lot#/batch#)? Could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 11/17/2022. Upon review of the information provided, it was concluded that this event will be captured as not reportable.